Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that at end of ICD implant procedure, dft test was performed, charge of capacitor was not highlighted as usual by small stars. Shock was delivered and patient returned to sinus rhythm. No egm was stored or found in the event log. Capacitor maintenance was performed and confirmed that capacitor was effectively charged and shock was delivered but still no egm information.